Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). The right ventricular (rv) lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing/oversensing: 1 - lfp high rate-ns <(><<)>= 215 ms average v-cycle on (B)(6) 2013. Concomitant products 4574 implantable pacing lead - (B)(6) 2011, 4296 implantable pacing lead - (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated rv (right ventricular) t-wave oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were false non-sustained ventricular tachycardia (nsvt) episodes. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) failed to withhold. The device is still in use. No further patient complications have been reported as a result of this event.